Manufacturer narrative:
Evaluation of the returned packing coil lp pusher assembly confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock had slipped allowing the pull wire to be retracted without breaking the pet lock. If the pull wire is retracted, the embolization coil will detach. The root cause of the pull wire slipping could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the unintentional detachment. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a retroperitoneal bleed using packing coil lp and a non-penumbra microcatheter. During the procedure, while advancing a packing coil lp as the first coil through the microcatheter, the packing coil lp had unintentionally detached early in the microcatheter. Subsequently, the physician used the pusher assembly to push the detached packing coil lp into the target location. The procedure was completed using additional coils. There was no report of an adverse effect to the patient.